Event description:
Removal of endosseous dental implants. Implant was placed in site #12 (class ii bone) during a routine procedure. The implant was removed on 5/1/97 at which time the patient experienced pain. The clinician reported that the reason for implant failure was due to the "body rejected the implant due to overall health problems."

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implant is below the expected rate for this procedure as published in the scientific literature.